Event description:
There was a sensor error coming from the ablation catheter after placed into the patient. The catheter was removed and replaced with no reported harm. Vendor notified by clinical site. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).